Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2015 at 23:12:32. During night drain cycle one, the patient's ultrafiltration reading was 1625ml, indicating the patient drained 1625ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. The increased intra-peritoneal volume (iipv) event was identified through an event history log review. The cause was use error, inappropriate bypass of the initial drain without low drain volume alarm occurring. Homechoice / homechoice pro apd systems patient at-home guide gives instructions on how to bypass the initial drain phase. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.